Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
Reportedly, a 12.6mm tmicl12.6 -16.00/1.0/106 implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. The lens was exchanged for a different model, length and power lens on an unknown date. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted